Event description:
It was reported by service report that the unit had a broken weld on side rail with sharp edges and the siderail cannot be latched up. No pt involvement or adverse consequences are reported.